Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was running untrue and failed the torque test. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn components from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction and internal fixation (orif) surgical procedure of the proximal humerus, it was observed that the torque limiting attachment device did not torque the screws correctly. It was reported that it could not be confirmed what specific damage was done by the device on the screws but it was reported that the screws would not tighten. According to the report, the device was used to implant the two locking screws but subsequently explanted when the surgeon determined that the plate was not positioned correctly. There was no surgical delay. It was reported that the procedure was completed successfully by implanting the first screw using the same torque limiting attachment device and the second screw by hand. There were no injuries, medical intervention or prolonged hospitalization. The patient outcome was stable. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.